Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead was returned and analyzed.

Event description:
It was reported the patient alert tones sounded. It was also reported that the lead impedance had increased on the high voltage coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.